Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use, during dwell 1. The cg stated he disconnected the bags that were attached during dwell and reconnected the other strength bags. The baxter technical service representative (tsr) explained to the cg that he had compromised the setup then and was risking the hp of an infection. The tsr assisted the cg with ending therapy. The tsr advised the cg to dispose of the current supplies and start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient on (B)(6) 2012 and he said he was able to resume therapy after starting over with new supplies. The writer reminded him the importance of not reusing supplies as he runs a risk of infection. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted.